Manufacturer narrative:
Updated component code grid, health impact grid and patient information radial buttons.

Event description:
It has been reported that the device gave the "not ready for use" error message when it was retrieved for a patient use event. The battery was replaced by the user and the device continued to give the "not ready for use" error message. There are no known consequences to the patient.